Manufacturer narrative:
Medtronic received the following information from a journal article entitled; fracture of the bare spring of a thoracic endograft for type a aortic dissection: a case report shin-ah son, myong hun hahm, young eun kim, and gun-jik kim. Vascular specialist international 2019;35(1):39-43 https://doi.org/10.5758/vsi.2019.35.1.39. If information is provided in the future, a supplemental report will be issued.

Event description:
A tevar procedure was performed in a patient for a complicated chronic type b aortic dissection. A 40×40×150-mm valiant thoracic stent-graft was placed in the descending aorta, 45 mm behind the left subclavian artery based on the greater aortic curvature. It was reported after the tevar the patient was in good condition and was being regularly followed-up. 22 months later, the patient presented to ER with complaints of sudden onset weakness and pain the right arm. A CT scan revealed a stanford type a aortic dissection with true lumen collapse of the ascending aorta extending to the right subclavian artery and both common carotid arteries. After 4 hours of symptoms, the patient¿s arm pain dramatically subsided; however, his right upper-extremity blood pressure was almost 30 mmhg lower than that of the left side. Then, it was found a distortion of the configuration of the previously implanted endograft in the aortic arch in the initial chest radiograph and postulated that the distorted bare spring induced the rtad. Additionally, it was discovered that the previously deployed endograft was placed in the acute angle of the aortic arch and descending aorta (i.e., bird-beak formation). Two days later, the patient underwent elective surgery, the dissected aorta was exposed through a median sternotomy. The dissected ascending aorta and aortic arch was examined and the fracture of the previously deployed bare-spring endograft and erosion of the aorta due to the protruding spring was observed. The aortic arch was dissected at the proximal level of the common trunk of the brachiocephalic artery and the left carotid artery, and the fractured and protruded bare spring was removed with wire scissors. The 4-branch vascular prosthesis was anastomosed just above the level of the left subclavian artery. All visible fragile dissected aortic tissues were removed, and the branched vascular prosthesis was anastomosed to the healthy tissues of the common trunk of the brachiocephalic artery and the left common carotid artery. The remnant bare spring and the membranous part of the endograft in the descending aorta were left anchored to the descending aortic wall. The patient underwent ascending aorta 2-partial arch replacement (common trunk of the brachiocephalic artery and left common carotid artery) and open surgical removal of the broken spring. Post-operatively the patient was stable and no neurological adverse events occurred. The patient developed acute kidney which in turn turned into chronic kidney disease. This was suspected to be due to the long-operative time and preoperative exposure to large amounts of contrast medium. No additional clinical sequelae were provided and the patient will be monitored.